Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer¿s blood glucose was 520mg/dl. Bg was corrected via a manual injection. During troubleshooting, tandem technical support confirmed that the battery was depleting as expected based on customer's settings and usage. The customer continued to use the pump for insulin therapy.